Event description:
Patient, through other company representative, reported "pain" and "hard spot was palpable". Healthcare professional later reported at the same time, Capsular Contracture Baker grade I and "no capsular fibrosis". Healthcare professional later reported "Capsular fibrosis grade I is not fibrosis". This record is for the right side. The device was explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. THE EVENT OF BREAST DISCOMFORT/PAIN IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: BREAST DISCOMFORT/PAIN.

Event description:
PATIENT, THROUGH OTHER COMPANY REPRESENTATIVE, REPORTED "PAIN" AND "HARD SPOT WAS PALPABLE". THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, H6. Device Evaluation: Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ Capsular contracture: Unable to observe through visual inspection as it is a physiological phenomenon. ¿ Breast pain: Unable to observe through visual inspection as it is a physiological phenomenon. ¿ Visibility/palpability: Unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.